Event description:
New information received notes that the lead was extracted and replaced with a competitive lead. There were no complications for the patient both during and post-implant.

Manufacturer narrative:
A partial lead stretched to 69.0cm was returned for analysis. Internal insulation abrasion was noted at 16.5-17.5cm from the distal tip. The inner coil was exposed at this location, consistent with the field observation of noise.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in clinic showing multiple episodes of non-sustained rv oversensing due to myopotentials. Programming changes wer recommended. No further information.